Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lumbar stabilisation for patient suffering infection was performed; dr (B)(6) and dr (B)(6), (B)(6) hospital, (B)(6) "2019". The dr attempted to final tighten a screw and the x25 was not torqueing off. It appeared to be burred. It also appeared that the single innie was burred. A new x25 inserter was used. 5 minute delay to procedure. No ae to patient.